Event description:
It was reported that during a catheter exchange procedrue using a guidewire, a portion of the catheter was missing upon removal. An x-ray revealed 4" of the distal portion of catheter in the pt's right atrium. The separated portion was successfully removed via a loop snare procedure. There were no further complications. Info from the hosp indicates that a medical student was performing the exchange and mistakenly cut the catheter, while the resident who was assisting turned away for a moment.